Event description:
It was reported that something in the first lead appeared bulbous and out of alignment, that contact "0" in the second lead was bent out of alignment and that contacts 0/1 were misaligned. The leads were not used on the patient, other leads were used and the patient recovered without sequela. No patient information was provided. Additional information has been requested. A follow-up report will be sent when additional information becomes available.

Manufacturer narrative:
(B)(4) - the leads have been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.